Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).

Event description:
On (B)(6) 2013, it was reported that cardiohelp unit (article number 701048012; serial number (B)(4)) at (B)(6), indicated a "battery 2 needs service" message. The unit has only been used for training purposes. (B)(4).